Event description:
It was reported that this pacemaker exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular channel causing the patient to be hospitalized. Current impedance measurements are within range and no changes were made. The pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular channel causing the patient to be hospitalized. Current impedance measurements are within range and no changes were made. The pacemaker remains in service and no additional adverse patient effects were reported.